Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 53 alarm or pump error 4 was noted during testing. However, pump error 53 was recorded on 01/01/2026 07:32:43.000. Line=213 file=617. Pump error 4 was also found on 01/01/2026 10:17:36.000. Line=2689 file=32122. Per software engineering log investigation, pump error 53 was due to software error, and pump error 4 was due to main processor communication alarm. Isolate to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 53 or pump error 4 were confirmed when both alarms were noted during download history review. Problem was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 4 (the motor arm cannot communicate with the main arm) and a pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.